Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported neither the requested operative report, x-rays, patient info or photos would not be provided for inclusion in this medical investigation. However, it was reported the broken device was thrown away, and everything was recovered. Based on the information provided, the procedure was completed with the same device without a delay. Since no harm has been alleged to this patient, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A potential probable cause for this event could include but not limited to surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during procedure, while trialing zuk insert trial size 4 8 mm, device broke. Procedure was completed with the same device and no delay was reported. The patient was not harmed beyond the described event.